Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the auxiliary station doors not opening was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the drawer: verified issue; all main station drawers and all auxiliary station 1 drawers not on bus disconnected auxiliary station and main station drawers now functioning found visible thermal damage to auxiliary station pyxibus cable found rough edge of auxiliary station rear drawer panel and small burned spot on the edge of the panel; cause of pyxibus cable damage replaced damaged pyxibus cable replaced retractor band cable assembly due to visible damage part analysis: visual inspection of the pyxibus cable observed burn and cut/scrape markings along an area on the cable; wires were exposed along the burn areas. Testing confirmed exposed wires along the cable. The field service engineer provided a photo of a burn marking on the drawer back panel edge visual inspection of the retractor band cable assembly observed black markings and a crease along two areas on the cable; these are considered physical damage the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the doors would not open. The customer reported that there was a delay in dispensing the medication. As per part investigation, it was determined that there was thermal damage observed on the pyxibus cable and retractor band cables. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the doors would not open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.